Event description:
On (B)(6) 2012, the patient reported that there was insulin that had leaked into her infusion device about one month ago. She said the insulin was leaking from the adapter/insulin cartridge area and back into the device. She stated that there was enough insulin in the cartridge compartment to pour the insulin out of the device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridges and infusion sets have been discarded. Infusion device was replaced and was requested to be returned for product evaluation. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Device was not returned to manufacturer.